Event description:
Bd luer lock 30 and 50 ml syringes in their newest form have suddenly become extremely stiff to try to pull back the plunger on. Once you pull back the plunger once they slide easier. There is possibly an issue with the lubricant or no lubricant present. This has caused hand injuries in pharmacy technicians trying to sterile compound. This is a relatively recent issue and some effected lots are 4122657 of ref 302832, and lot 4204984 of ref 309653 bd luer lock syringes. Specifically the 30 and 50 ml syringes seem to be the issue. They also recently had their exterior packaging change within about the last month (so possibly there was a redesign that has led to the issue). Reference report: mw5159651.